Manufacturer narrative:
The device was returned to olympus for evaluation and a hole in the camera cable and the cable was not airtight was found. Based on the results of the investigation, a probable root cause for the hole in the cable cannot be identified. It is likely the airtightness could not be maintained due to the hole in the cable, resulting in the watertight failure of the camera cable. However, a definitive root cause could not be established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the following: there was a hole in the camera cable and the camera cable was not watertight. There was no patient involvement.